Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1777 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1777 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("displaced essure coil in the uterus") in a 35 year-old female patient who had essure inserted (lot no. He01301) for female sterilisation. Previously administered products included: depo provera. The patient had a family history of heart disease, unspecified and rheumatoid arthritis. Concurrent conditions were listed as endometriosis, ovarian cyst, dysmenorrhea, menorrhagia, ovarian cyst and pelvic pain female. The only concomitant product mentioned was nexplanon (etonogestrel). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1066 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy & right oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: macroscopic examination: the myometrium measures 2.0 cm in thickness and contains a single 0.7 cm well-circumscribed intramural nodule with a firm gray-white cut surface. A transmural cicatrix is also noted at the anterior lower uterine segment. The right upper comu contains un essure coil final microscopic diagnoses uterus, cervix, right ovary, and bilateral fallopian tubes (resection): cervix: chronic inflammation with dystrophic calcifications; essure coil, upper endocervix. Endometrium: weakly secretory endometrium. Myometrium: leiomyoma (0.6 cm). Serosa: fibrous adhesions. Right ovary and fallopian tube: ovary without significant histopathologic change; tubal segment with isthmic essure coil and isolated intravascular organizing thrombus. Left fallopian tube: no significant histopathologic change [ultrasound scan] on 21-oct-2020: anteverted uterus at essure device is seen in the proper position. Lt essure device appears located in the lus partially in the cervix. Bilateral ovaries appear well perfused. Right anechoic ovarian cysts 30 x 23 x 25mm, 22 x 16 x 7mm, 30 x 12 x 19mm the most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Event medical device removal is replaced with partial expulsion of device. Lot number added. Medical history, concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("displaced essure coil in the uterus / essure device appears located in the lus partially in the cervix") in a 35 year-old female patient who had essure inserted (lot no. He01301) for female sterilisation. Previously administered products included: depo provera. The patient had a family history of heart disease, unspecified and rheumatoid arthritis. Concurrent conditions were listed as endometriosis, ovarian cyst, dysmenorrhea, menorrhagia, ovarian cyst and pelvic pain female. The only concomitant product mentioned was nexplanon (etonogestrel). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1066 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy & right oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: macroscopic examination: the myometrium measures 2.0 cm in thickness and contains a single 0.7 cm well-circumscribed intramural nodule with a firm gray-white cut surface. A transmural cicatrix is also noted at the anterior lower uterine segment. The right upper comu contains un essure coil final microscopic diagnoses uterus, cervix, right ovary, and bilateral fallopian tubes (resection): cervix: chronic inflammation with dystrophic calcifications; essure coil, upper endocervix. Endometrium: weakly secretory endometrium. Myometrium: leiomyoma (0.6 cm). Serosa: fibrous adhesions. Right ovary and fallopian tube: ovary without significant histopathologic change; tubal segment with isthmic essure coil and isolated intravascular organizing thrombus. Left fallopian tube: no significant histopathologic change [ultrasound scan] on (B)(6) 2020: anteverted uterus at essure device is seen in the proper position. Lt essure device appears located in the lus partially in the cervix. Bilateral ovaries appear well perfused. Right anechoic ovarian cysts 30 x 23 x 25mm, 22 x 16 x 7mm, 30 x 12 x 19mm lot numberhe01301, manufacture date2017-01, expiration date (B)(6) 2020. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.